Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. A getinge authorized service engineer visited the customer side to evaluate the iabp unit. The engineer swapped the monitor from another iabp and proper operation was verified. It was determined that the display assembly was faulty and needed to be replaced. Further repair is pending. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that during calibration of the cardiosave intra-aortic balloon pump, the unit displayed power-up test fails code #6. Calibration was not possible because the monitor was not responding totally. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The suspected display screen assembly will be sent to the manufacturer for further evaluation. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that during calibration of the cardiosave intra-aortic balloon pump after unpackaging the unit, power-up test fails code #6 was displayed. Calibration was not possible because the monitor was not responding and the screen was scrambled. It was determined that the display was defective. This is an out of box failure. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that during calibration of the cardiosave intra-aortic balloon pump after unpackaging the unit, power-up test fails code #6 was displayed. Calibration was not possible because the monitor was not responding and the screen was scrambled. It was determined that the display was defective. This is an out of box failure. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The suspected top level display assembly was received by the getinge national repair center for investigation of the out of box failure. A technician of the nrc inspected the display per the cardiosave service manual with no visual damage observed. The technician installed the top level display assembly into the cardiosave test fixture and tested the display to factory specifications per service bulletin and the cardiosave service manual. The technician of the nrc did verify the failure of ¿code number 6 upon start up¿. The technician performed a calibration of the touchscreen. The touchscreen could not be calibrated. The technician discovered that when the touchscreen controller cable was flexed and reseated the touchscreen worked normally. The cable was intermittent. The nrc did not verify a scrambled screen. The display failed testing and has been retained in the nrc per procedure.